Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer had just finished fill tubing but the pump required her to do it again. While delivering insulin during the second fill tubing, the customer received a message indicating a minimum of 50 units were required to continue. She loaded new cartridge and was able to resume delivery. There was no impact to the customer's blood glucose level.